Event description:
The pt services rep of a (B)(6) male pt contacted zoll lifecor customer support service to report pt had called her stating the system kept saying connect the belt. Pt thinks the pins might be bent. Support service contacted the pt about the belt and the pt reported the electrode belt was missing some pins and some pins were bent. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt had pins that were bent inside the connector and the connector housing was broken. There were no missing pins as reported. The root cause of the bent pins and the broken connector housing was probably excessive force applied to the belt connector during connection of the belt to the monitor. The belt connector was forced into the monitor which defeated the connector's keying mechanism and allowed the pins to misalign with the monitor's mating sockets. No adverse event resulted from the defective electrode belt. The pt rec'd a replacement electrode belt.